Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the ultrafiltration (uf) check valve on the 2008t machine is damaged, popping, and leaking. The biomed requested a replacement, stating that the issue ruined the motor which "got burned." Additional information was requested however a response was not received. There was no reported patient involvement. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the ultrafiltration (uf) check valve on the 2008t machine is damaged, popping, and leaking. The biomed requested a replacement, stating that the issue ruined the motor which "got burned." Additional information was requested however a response was not received. There was no reported patient involvement. The sample was reported to be available to be returned to the manufacturer for physical evaluation.